Manufacturer narrative:
Although there is no allegation of machine malfunction leading up to the event. A temporal and possible causal relationship exists between the patient developing a hydrocele which will require a surgical procedure to correct and the use of the liberty cycler. However, it has been reported by the pd nurse that the swelling was due to an anatomy malformation; which the pd nurse identified as the patient having a ¿pin hole¿ in his scrotal area which created a portal for the pd fluid to enter and caused swelling. Nonetheless, a strong probable association exits between the patient experiencing scrotal swelling as a result of the increased pressure which occurs during the normal course of pd therapy and the patients¿ anatomy malformation (pin hole in scrotum). Additionally, no evidence has been provided that the patient experienced an iipv; as the buildup of fluid was in his scrotum.

Event description:
Information in the complaint file was reviewed. It appears that an end stage renal disease (esrd) patient utilizing continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) called customer service to report he had been hospitalized for increased intraperitoneal volume (iipv) and pain; the volume of iipv is unknown. During a follow up call on 070/5/2017 to the pd nurse it was learned that the patient was new to dialysis, having only been on it for 23 days. The nurse stated that the patient did not have fluid overload. But, had a hydrocele (scrotal swelling) and the pd fluid entered the scrotal sac through a very small opening (exact location unknown) the size of a pin hole. Which was detected via ultrasound. The patient was not admitted to the hospital, but was administered 4.25% delflex to remove the excess fluid and sent home on the same day, after the removal of fluid from the scrotal sac. The total volume of the patients ccpd therapy was reduced from 8000ml to 4600ml with 1.5% dextrose. Additionally, the patient was advised to perform dialysis in supine position until a procedure to surgically close the small opening was performed. The pd nurse did not attribute the event to the machine nor the pd solution but related it to the patient's anatomy.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. (B)(4).

Event description:
A peritoneal dialysis (pd) patient reported he was in the hospital for abdominal pain due to an alleged overfill of pd fluid. The patient was advised to consider cycler replacement but refused. During follow up the patient's pd nurse reported the patient did not have fluid overload but had hydrocele (scrotal swelling) as the pd fluid entered the scrotum through a pin hole. The nurse stated that the pin hole may have been present before and went unnoticed but must have become more prominent after initiating dialysis; the patient is new to dialysis. The patient was not admitted to the hospital but an ultrasound was performed which revealed a pin hole that caused hydrocele. The patient is being monitored outpatient by the urologist and a small surgical procedure will be performed to close the pin hole, however the procedure was not scheduled yet. The patient was sent home on the same day after removal of fluid from the scrotum and total volume was reduced from 8000 ml to 4600 ml and was advised to perform dialysis in supine position until the procedure. The nurse did not attribute the event to the machine nor the pd solution but related it to the patient's anatomy (presence of pin hole).